Manufacturer narrative:
The suspect interface box for the navigation system was returned to the manufacturer for evaluation. Testing found that one port for the emitter in the box was bent inside of its casing. The testing reported that a field generator lemo connector could be securely attached. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the interface box for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect component has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a port for the emitter on the interface box of the navigation system was loose. The connection was reported to have not been secured, which could result in intermittent functionality of the emitter. There was no patient present when this issue was identified. No additional information was provided.